Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse called in for the customer to report a hospitalization on (B)(6) 2015 due to high blood glucose levels that reached 1,100 mg/dl. The customer's blood glucose level at time of call was 468 mg/dl. The customer's symptoms included confusion, restlessness, pale skin, and feeling very sick. The customer was treated with an IV. The lab work showed the customer's reading as 1,167 mg/dl. The cause per the health care provider was diabetic ketoacidosis. The customer was wearing the insulin pump at time of admission. The nurse stated the cannula was bent, however it may have been due to being stored in a bag. It was found that the customer received low reservoir and bad battery alerts in the insulin pump history. The nurse performed the high pressure test and it passed. The insulin pump seemed to be working as designed and was stated the incident may have been site related. Nothing was replaced or returned.